Event description:
During a pulmonary vein isolation procedure, the sideport detached from the sheath. After performing several ablations, blood was observed near the end of the sheath. The introducer was checked and the sideport was noted to be detached. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of a detached sideport was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing. Awareness training to the operators involved was performed.